Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and remotefe could not confirm the fault occurred in the field. Visual inspection identified scratches on the side cover. The iesu was installed onto a golden system and functioned as expected.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an operating room (or) staff called into technical support to report bipolar energy issue and a "question mark" appeared next to the energy cable connection. Prior to calling in, the customer had reconnected and replaced the energy cable 3 times, reseated and replaced the instrument with no change to the energy issues. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended replacing the bipolar energy cable again and walked the customer through performing a hard power cycle on the generator. The generator powered on with the same question mark with no energy cable installed. The tse then advised the customer that the bipolar port on the generator was not working and the field engineer would be dispatched to address the issues. The customer planned to proceed with the procedure using monopolar energy only. If they needed to use bipolar energy, they would board another vision side cart (vsc). The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site switched the bipolar cords 4 times, reseated the instrument carriage several times, moved the bipolar cord to another outlet, turned the erbe off, unplugged and pushed the power button three times with no change. The site plugged the unit back in with no cables but still had the red question mark. Later that day, the site took the bipolar cables back to the same room with a different fenestrated bipolar forceps instrument and a cadiere forceps instrument to test the unit gain, but the issue persisted. The procedure was completed robotically with same da vinci iesu generator (only using monopolar energy).